Event description:
Johnson and johnson professional, inc. Became aware of a this case through the law office. The pt was was diagnosed with a granuloma at the site of her hip replacement, and had revision surgery to replace the original hip components. During replacement surgery significant corrosion and erosion of both the original metal and plastic prosthetic hip components was found. The pt has subsequently lost all feeling and sensation in her groin area. This complaint also involves a competitor's products, as well.